Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable pulse generator (ipg) electrical reset occurred. Low bipolar and unipolar impedance was noted on the atrial lead. The ipg and the lead were reprogrammed and remain in use. No patient complications have been reported as a result of this event.